Event description:
Per the clinic, the rechargeable battery was found to have allegedly leaked fluid. Replacement equipment was sent. Additional information has been requested but has not been made available as of the date of this report.